Event description:
It was reported that the system monitor had an incorrectly displayed image on the clinical tab. The image was frozen.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event that the system monitor had an incorrectly displayed image on the clinical tab was not observed or duplicated when the returned unit (B)(6) was checked by edc technical service. A full functional checkout was performed per heartmate system monitor service procedure and the unit successfully passed all tests. Performed preventive maintenance. Cleaned and removed all old labels. The evaluated system monitor (B)(6) was returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed, and the records revealed the system monitor (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 lvas instructions for use and the heartmate power module IFU (setting up the system monitor for use with the power module). Heartmate iii instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor, including how to properly use the system monitor and the actions to take if the system monitor is not functioning as intended. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.